Event description:
It was reported that the customer was hospitalized for high blood glucose. Blood glucose was up to 1100 mg/dl at time of hospitalization. Customer is still in the intensive care unit. Customer has been leaving in florida for a year and has had difficulty finding a doctor that is familiar with the device. Customer's wife stated he is a juvenile and fragile diabetic. Customer experienced vomiting. Customer is being treated with intravenous drip. It was stated that his wife got home and found the customer was talking strange because he was dehydrated; emergency call was made. The insulin pump was not available to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.